Manufacturer narrative:
Device analysis by MFR: inspection of the device found the distal tip was fractured. The detached section was returned. The damaged section was located approximately at 298.5 cm from the proximal end. The distal tip was kinked. No further damage was found in the device. The outer diameter of the middle, proximal, and distal tip were within specification.

Event description:
It was reported that the guidewire tip detached inside the patient. A savion flx guidewire was selected for a percutaneous transluminal angioplasty procedure below the knee. As the guidewire was advanced into the patient, it was difficult to explore the vessel below the knee and into the anterior tibial artery because the guidewire went subintimal. During the procedure the guidewire tip detached inside the patient 2cm from the tip. The detachment occurred below the knee in the anterior tibial artery. The detached tip was removed with a snare. A new device, same model, was selected to complete the procedure. There were no patient complications. The patient condition following the procedure was reported as stable.

Event description:
It was reported that the guidewire tip detached inside the patient. A savion flx guidewire was selected for a percutaneous transluminal angioplasty procedure below the knee. As the guidewire was advanced into the patient, it was difficult to explore the vessel below the knee and into the anterior tibial artery because the guidewire went subintimal. During the procedure the guidewire tip detached inside the patient 2cm from the tip. The detachment occurred below the knee in the anterior tibial artery. The detached tip was removed with a snare. A new device, same model, was selected to complete the procedure. There were no patient complications. The patient condition following the procedure was reported as stable.